Event description:
It is reported that the impactor pad is fractured.

Manufacturer narrative:
(B) (4). Evaluation summary: as returned, the blue impactor pad is fractured. The fracture most likely occurred during impaction. The device had a potential field age of a slightly less than 3 years. Product exceeded useful life, normal wear and tear. Device history records indicate all components were manufactured and inspected to specification.